Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the surgeon noted a problem with the iol. The facility did not have a back-up lens available, so the pt had to be re-scheduled. Add'l info has been requested.